Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 95% stenosed de novo lesion measuring 2.5mm in diameter and 15mm in length, was located in a severely calcified and severely tortuous mid left circumflex artery that contained a significant bend of between 45 and 90 degrees. The lesion was predilated with a 2.0x15mm apex balloon. The physician attempted to cross the lesion with a 2.25x20mm taxus atom drug eluting stent, but could not cross. Force was applied in an attempt to cross the lesion, but the device still would not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed by dilating the vessel and placing a 2.5x20mm taxus atom stent. No patient injuries or complications occurred. Patient status is "okay".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. The struts on rows 1 to 5 from the proximal edge were misaligned. Struts on row 2 were raised. A visual and microscopic examination identified kinks along the entire length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 95% stenosed de novo lesion measuring 2.5mm in diameter and 15mm in length, was located in a severely calcified and severely tortuous mid left circumflex artery that contained a significant bend of between 45 and 90 degrees. The lesion was predilated with a 2.0x15mm apex balloon. The physician attempted to cross the lesion with a 2.25x20mm taxus atom drug eluting stent, but could not cross. Force was applied in an attempt to cross the lesion, but the device still would not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed by dilating the vessel and placing a 2.5x20mm taxus atom stent. No patient injuries or complications occurred. Patient status is "okay".